Manufacturer narrative:
E1 (phone number): (B)(6). E1 (customer address): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a distorted picture. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the coverglass of the insertion section is cracked. -the fibre bonding in the outer tube area (distal end) is damaged. -the outer tube has a dent. -the protector of the video cable section is overstressed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.